Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report not being able to turn on the liberty cycler. There was a power outage. After the outage the cycler would not power on. The fresenius technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the contacts on the power entry module were damaged and showed signs of thermal decomposition. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Voltage check failed. The cycler would not power on. During an internal inspection of the returned cycler it was found that the contacts on the power entry module were damaged and showed signs of thermal decomposition. There were no visual discrepancies found during an internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be damaged contacts on the power entry module which showed signs of thermal decomposition.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report not being able to turn on the liberty cycler. There was a power outage. After the outage the cycler would not power on. The fresenius technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the contacts on the power entry module were damaged and showed signs of thermal decomposition. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.